Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the cannula was not inserted properly on (B)(6) 2025. The patient was also experiencing high blood glucose level and deliver bolus as treatment. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.